Event description:
Following the opening of rptr's institution the MFR's system was used exclusively for flushing of central venous catheters to maintain patency. A higher than normal rate of clot occlusion of the central venous catheters were noted. Increased dosages of heparin were used with no success. After discussion with an IV therapy nurse at another facility the use of the catheters were discontinued for flush of central venous catheters. Immediately following the implementation of this action the issue was resolved.